Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: a review of the pump¿s black box data revealed cs 064 call service alarm in the alarm history. No call service alarms were duplicated during testing. The rewind, load, prime sequence was performed successfully with no alarms occurring. The complaint of cs 064 call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. During troubleshooting by animas customer support, the user was found to be over cycling the cartridges prior to use and reusing the single-use cartridges. There is no indication the alleged product issue caused or contributed to an adverse event. Animas customer support determined the primary product associated with the occlusion alarms to be the insulin pump. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.